Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from u.s. That the coil got stuck inside renegade microcatheter for 30 seconds. When the physician tried to remove the coil, it prematurely detached.no patient injury was reported with this event.

Manufacturer narrative:
The analysis revealed the implant coil detached from the delivery pusher and with the proximal portion stretched. The delivery pusher was not received, however what appears to be a competitor's device (pusher) was included with the reported implant coil. Based on the investigation findings the customer complaint is confirmed. However the cause cannot be determined as the entire mvi device was not included for evaluation. (B)(6). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.